Manufacturer narrative:
Reference medwatch 2032227-2014-53201 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 500 mg/dl. The customer's blood and sensor glucose levels were very far apart. Her sensor glucose level was reported to be 45 mg/dl when her actual blood glucose level was 179 mg/dl. She also reported that she had back surgery and noticed the brace was causing sensor issues. The product was not returned. Nothing further to report.